Event description:
It was reported that when attempting to hook a patient to the cs300 intra-aortic balloon pump (iabp) it had an autofill failure. The patient arrived from an outside facility with another manufacturer's intra-aortic balloon (iab). No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm confirmed issue. The fault logs showed autofill failure 57 code 30, which states, "helium volume cylinder did not move (open s2 empty sensor) within 5 seconds. Tank closed, no helium, restricted tubing. Volume cylinder stuck, no output from helium regulator,¿ upon troubleshooting the issue, the stm found the fill manifold cable that connects to jp5 on the solenoid driver board was loose, and not connected all the way. The stm connected the cable to the pcb and tested again. The test catheter passed the autofill numerous times, and has been pumping for 30 minutes with no issues. The stm completed all safety, functionality, calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use, and released to the customer.

Event description:
It was reported that when attempting to hook a patient to the cs300 intra-aortic balloon pump (iabp) it had an autofill failure. The patient arrived from an outside facility with another manufacturer's intra-aortic balloon (iab). No patient harm, serious injury, or adverse event was reported.